Event description:
The usb cable was received on 08/05/2015. Analysis identified no anomalies associated with the usb cable performance during testing. The usb cable performed according to functional specifications.

Event description:
Analysis was completed on 02/24/2016. It was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.

Event description:
It was reported that the physician was having an issue with the usb port on his tablet. The usb cable, when inserted, would slide out with ease and had to be held firmly in place to use. Since the programming was still functioning when the usb cable was held in place, there was no indication that any patients were affected. The tablet was received on (B)(6) 2016. Analysis has not been completed to date.

Event description:
It was reported that the usb serial cable for the tablet was very loose and had to be held in the port to be able to use it. The site was provided a new usb serial cable, which seemed loose but was functioning fine. The usb serial cable is expected for return, but has not been received to date.